Event description:
During a lap gastric bypass the doctor was in the middle of the resection and the buttons stopped functioning. The doctor swapped with another shear and completed the case with no patient consequence.